Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and was able to duplicate the reported issue. The stm noted that there was a previously reported event in (B)(6) 2019, and when he evaluated at that time, he was unable to duplicate the issue. The stm determined that the failure was caused by the power supply, and to resolve the issue, the power supply was replaced. However, he was unable to isolate the reason the power supply failed, and as this is a re-occurring report from the customer, the stm returned the suspected faulty power supply to getinge¿s national repair center (nrc) for failure investigation. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of failure investigation by the nrc. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during routine check and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was not powering up. The customer indicated that this has been a reoccurring issue. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during routine check and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was not powering up. The customer indicated that this has been a reoccurring issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The faulty power supply was received by the getinge national repair center (nrc). A senior repair technician of the nrc inspected the power supply and no visual damage was observed. The technician installed the power supply into the cs300 test fixture and tested to factory specification per cs300 service manual. Testing passed and the technician could not verify the reported failure "the cs300 intra-aortic balloon pump (iabp) was not powering up". The power supply was sent to the supplier for further analysis per procedure. A supplemental report will be submitted when additional information is made available.

Manufacturer narrative:
After their evaluation, the supplier returned the power supply to the getinge national repair center (nrc) and reported that they could not verify the reported failure. The power supply passed all of their testing and they replaced the fan. The senior repair technician of the nrc installed the power supply into the cs300 test fixture and tested to factory specification per cs300 service manual. The part was inspected per procedure and passed testing. The power supply was then put into stock/inventory per procedure.

Event description:
It was reported that during routine check and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was not powering up. The customer indicated that this has been a reoccurring issue. There was no patient involvement and no adverse event was reported.